Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The technician alleged the brake casters are not holding while in brake mode. No patient impact.